Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the pump screen had scratches and the lettering is different colors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow up # 1 date of submission 09/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to initial complaint, multiple cracks were observed in the battery compartment at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. No issue with loss of power observed. No evidence of moisture damage in battery compartment.